Manufacturer narrative:
Results: inherent risk of procedure (arterial trauma dissection perforation), patient's condition affected effectiveness of device (frail and small iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (frail and small iliac arteries). Other (required secondary intervention).

Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had bladder cancer and was treated with radiation and chemotherapy. Aneurysm morphology was not reported, and the iliac arteries were frail and were 7 mm in diameter. It was reported that the delivery system was inserted and advanced to just below the renal arteries, where there was significant angulation of the aortic neck after which the delivery system would not further advance. The delivery system was removed from the patient and a stiffer guide wire was inserted. The same delivery system was inserted in the patient; however, it would not advance beyond the aortic neck angulation from the previous attempt. The decision was made to remove the delivery system. Upon removal of the delivery system, a piece of plaque came out with the device and the patient's blood pressure went down slightly. A retroperitoneal cut down was performed and the artery was sewn; however, the bowel was nicked. The decision was made to abort the procedure. No additional clinical sequelae were reported and no decision has been made for treatment of the aneurysm. The patient is fine.